Manufacturer narrative:
Correction to section: corrected "510(k) #¿ to k161640.

Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was ovalized approximately 106.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed it was ovalized. This damage may have occurred due to forceful manipulation of the ace68 during navigation of patient anatomy. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute ischemic stroke using a penumbra system ace 68 hi-flow kit (kit). During the procedure, a penumbra system aspiration pump max 110 v (pump max) was turned on, and aspiration began for approximately 90 seconds using the penumbra system ace 68 reperfusion catheter (ace68). After that, while using direct aspiration first pass technique (adapt), the physician withdrew the ace68 to visually inspect the clot; upon removing the ace68 from the patient, the physician noticed that it was kinked. Therefore, the procedure was successfully completed using a new ace68. There was no report of an adverse effect to the patient.